Event description:
It was reported to philips that the system does not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the system does not power on. Upon troubleshooting, the philips field service engineer (fse) went onsite to check the system and found power outage in the room, which stopped the system before patient start-up, also found that the ups in the cabinet was out of order. To resolve the issue, fse shunted phase l1 of the ups at start-up. Fse suggested to change the inverter, quote was made to obtain inverter replacement, but customer did not respond to the quote. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.